Manufacturer narrative:
Device was discarded.

Event description:
It was reported that a yukon oct polyaxial screw broke intra-operatively. It was further reported that the surgeon changed his mind on screw length at the last minute and when he went to back out the screw it snapped. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that a yukon oct polyaxial screw broke intra-operatively. It was further reported that the surgeon changed his mind on screw length at the last minute and when he went to back out the screw it snapped. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.